Manufacturer narrative:
The issue occurred prior to docking the system; therefore, no instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding from a port injury as the port was inadvertently placed through the diaphragm and into the liver. This injury is a surgical technical error and there is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event the missing device information in section d are unknown.

Event description:
It was reported that during insertion of the initial port for a da vinci-assisted thoracic mediastinal mass resection, upon inserting the trocar, the patient¿s diaphragm was inadvertently perforated, resulting in a liver injury and subsequent bleeding. The procedure was converted to an open thoracotomy to control the hemorrhage, and hemostasis was achieved the tumor was not removed. The patient ultimately died at an unspecified time later. No details were provided regarding the patient¿s post-operative course. Additional information was requested; however, the customer stated that no further information will be provided.

Manufacturer narrative:
Updated sections: d1, d2a, d2b, d4, h2, h6, h11. Additional information: further investigation revealed that the port which inadvertently perforated the diaphragm was a third-party airseal access port. A da vinci instrument or accessory did not cause or contribute to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a 3rd party port placement injury. No intuitive surgical product or instrument contributed to this event.

Event description:
Refer to h11 for follow-up information.